Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided guidance on performing a pump reset, and after this reset, the error did not occur again, allowing the customer to successfully begin a new sensor session.